Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer's blood glucose (bg) level was "high", specific value not provided. Customer administered a manual injection to address elevated bg and reverted to an alternate form of insulin therapy